Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient harm is include in the ambicor hazard analysis and not represent a new or unanticipated event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the hazard analysis was reviewed. Perforation was included as a harm, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during an ambicor penile prosthesis (app) implant procedure, the left distal tip perforated the glans while attempting to deflate the device. The left cylinder was removed, leaving the patient with the right cylinder implanted. The glans was repaired and a full recovery is expected for the patient. It was further reported that the patient underwent a follow up surgery on (B)(6) 2021 to remove the old cylinder and implant a new app. There were no patient complications.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that during an ambicor penile prosthesis (app) implant procedure, the left distal tip perforated the glans while attempting to deflate the device. The left cylinder was removed, leaving the patient with the right cylinder implanted. The glans was repaired and a full recovery is expected for the patient.